Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Reference the following medwatches with patient identifiers for the following systems: (B)(4)/ (B)(6)¿ compact plus - system 1, serial number ¿ (B)(4). (B)(4)/ (B)(6)¿ compact plus - system 2, serial number ¿ (B)(4).

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 40 mg/dl and 119 mg/dl on compact plus meter (system 1) and 118 mg/dl on compact plus meter (system 2). Customer also allegedly received the following results, with two different meters, within 10 minutes: 44 mg/dl on compact plus meter (system 1) and 125 mg/dl on compact plus meter (system 2). No death or serious injury reported. Requested return of suspect device for evaluation and replacement was sent.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.